Event description:
It was reported: the dermatome was not taking graft properly. On (B)(6) 2014 additional info was provided by the biomedical engineer in direct conversation who reported the surgeon complained that the device was not cutting evenly or consistently. It was cutting either too thick or too thin. No pt injury was reported and a spare device was available. He stated the device was due in for calibration.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.